Event description:
It was reported that the patient noticed that there is a lot of blood in the dressing and that she just noticed the increase in drainage . She stated the blood is not bright red, but dark red. She stated she does not feel any increased pain and denied any fever. She reported that the only other symptom she is experiencing is some sweating. She called in to primarily inquire what the dressing indicator meant when it is lit orange. Health care professional discussed to her indication when the dressing indicator is lit and based on her above description, she would need to call her healthcare provider to report increased blood flow and sweating, do further medical assessments and change the dressing. Health care professional discussed to her therapy is supposed to be stopped when there is sudden increase in blood flow per clinical guideline until she gets further medical instructions from her surgeon. No further information available.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. The device was not returned for analysis. A clinical investigation concluded; ¿per subsequent email, due to covance no relevant clinical information will be provided for inclusion in this medical investigation. Therefore, the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. Therefore, a thorough medical assessment cannot be rendered at this time. Should any additional medical information be provided, this complaint will be re-assessed.¿ the associated risk file contains the reported event. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. If the IFU is not directly followed, effective delivery of negative pressure wound therapy may be negatively impacted. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.